Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that the patient experienced bent cannulas. The event resulted to hyperglycemia and the patient treated the elevated blood glucose level by administering a correction bolus via pump.